Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes was added: 67. One (1 impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. There was no damage, wear, or signs of malfunction that would contribute to the event. The implant matched print specifications. Based on the evaluation, device malfunction has not occurred. However, there is no existing actionable trend or non-conformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review for the lot 1250300 revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Sterilization record op# 150 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1250300 for similar events and no other complaint was identified. Functional testing could not be performed for the reported event (allergic reaction). Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation was missing or confusing instructions for use or material selection. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided. Date of event: unknown / not provided. Additional PMA/510(k) number: k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The clinician reported that the implant was removed due to an allergic reaction. Pain and inflammation were also reported. The procedure was not competed using another device. Tooth location unknown.